Event description:
Defective burs were used on pt to section and perform an "ostectomy" for extraction of #17. Dentist had no sooner started the hand piece when the bur broke and went flying. Over 20 years ago dentist had the same problem. At that time miltex stonewalled stating that dentist "torqued" the burs and broke them. This is nonsense. Dentist vowed never to use them again. From that time on dentist has advised every dental device rep they used to never give them a miltex bur again. Unfortunately, one rep forgot and supplied dentist with miltex burs again. Dentist feels they are all defective, inferior and dangerous.